Event description:
Bilateral symptomatic knee oa diagnosed clinically and radiographically. Severe degeneration in medial compartment of left knee - bone on bone. Pt morbidly obese with (B)(6). Pre-op physical therapy done for 2 months. Pt lost (B)(6) in preparation for surgery. Staged bilateral knee replacement performed in (B)(6) 2009 (week apart). Pt f/u for 5 months post-op. Pre-op rom on left knee approx 89 degrees, post-pt at 6 months 100 degrees. Pre-op rom on right knee approx 102 degrees, post-pt at 6 months 90 degrees. Adl restricted cause of limited rom. Post-op x-rays indicated good alignment and placement of prostheses. Acceptable walking with limited pain but restricted gate. Dvt at 9 months post-op, left knee with no severe clinical sequelae. Rom stable through yr 2 but no improvement in rom. F/u x-rays show no remarkable change. Pt had vertical sleeve gastrectomy on (B)(6) with (B)(6) weight loss in 6 months. Around (B)(6), pt experienced some swelling and decreased rom in left knee gradually worsening over the months. Clinical f/u on (B)(6) 2013 confirmed swelling and limited rom (58 degrees). X-rays revealed loosening of lateral tibial component. Arthrocentesis revealed no bacterial growth. Subsequent chemistry and hematology profiles did not reveal any clinically significant results. Revision surgery scheduled for (B)(6) 2013. Failure of a knee replacement at 3.5 yrs is unusual, especially considering the significant weight loss of the pt where clinical improvement might be expected. Physical therapy (B)(6) 2009 - (B)(6) 2010. Pt had 4-5 months of f/u physical therapy with good progress or first 6 weeks but never exceed 90 degrees rom.